Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient presented with signs of infection following generator replacement and was treated with antibiotics for two weeks. A couple of weeks after the treatment, the patient's incision site was still red and swollen with discharge. The patient was to be admitted to the hospital to administer IV antibiotics. Device history records for the generator were reviewed. The generator passed all specifications prior to distribution and was confirmed to be hp sterilized. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.